Event description:
Ous MDR - it was reported that approx. 22 months after the implantation oversensing was noted. Insulation damage was also observed. Subclavian crush was suspected.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This showed that the lead body was severely deformed due to squashing 34 cm distal of the df4 connector pin. The insulation was damaged in this area. This damage manifestation is with high probability the cause of the clinically observed interference potentials in the ventricular channel. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption, as also mentioned in the complaint text, of excessive mechanical stress of the lead due to the subclavian crush syndrome. During the mechanical analysis, a mandrin could only be advanced up to the above-mentioned damage, which is why no further analysis was possible. The electrical analysis did not show any irregularities. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.